Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Information was also reported under related manufacturer reference number: 2916596-2020-05314. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen again on (B)(6) 2020 and reported that a secondary nodule in the epigastric area opened. A computer tomography (CT) scan was done and showed a possible communication between the lesion and the lvad. Cultures were obtained that were positive for mycobacterium abscessus. Antibiotics were switched to IV tigecycline and IV amikacin. The patient was seen on (B)(6) 2020 and the tigecycline was switched to IV eravacycline due to gi side effects. Amikacin dosage was increased and then stopped on (B)(6) 2020. The patient was seen by wound care on (B)(6) 2020 and had chemical cautery to the epigastric wound. All antibiotics were stopped. The patient was seen again on (B)(6) 2020 and had cultures obtained, there were no organisms identified. The patient continued to have drainage. The patient had a PICC line placed on (B)(6) 2020 in preparation for pending antibiotics. This event was ongoing.